Manufacturer narrative:
The log file evaluation revealed that the observed problem occurred approx. 30 minutes after start of the procedure. The system detected two consecutive motor encoder check errors, forced a shutdown of automatic ventilation and posted the corresponding alarm. The remaining 25 minutes of the procedure were continued in manual ventilation mode: no patient consequences have occurred. The motor was replaced in follow-up of the event and, it was confirmed by testing that this has put back the device into fully operable condition. Since the phenomenon is known from earlier reported complaints which were investigated in detail, an in-depth evaluation of the motor was not considered necessary for the particular occurrence. Investigation of earlier cases revealed that wear-and-tear deterioration of the collector disc may develop positions at the circumference of the collector where the contact to the carbon brushes gets lost and the motor does not provide mechanic power. Fluctuations in the rotating speed are the consequence and, the measured ventilator piston position does not match with the one calculated by the systems' software. In case of an encoder check error the supervisor function shuts down automatic ventilation to prevent from serious damages to the ventilator unit and to protect the patient from potentially hazardous output. The user will be alerted to this condition by a corresponding alarm; manual ventilation and the monitoring functions remain available. Dräger finally concludes that the device has responded as designed upon a deviation caused by a worn component. The remaining availability of manual ventilation ensured that no patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed during use and shut down automatic ventilation. No patient consequences have reportedly occurred.